Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues and high capture thresholds. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).